Event description:
Instrument failure - fixations screw broke off during the surgery.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
1644408-2021-01351 was reassessed and determined to be non-reportable.